Event description:
Home patient (hp) reports incomplete prime of patient line of homechoice set. Hp reportedly had to reset up with new supplies to complete treatment. No patient injury or medical intervention required per hp.